Event description:
It was reported that during a case the table on axiom luminosa drf drove vertically when the button for the horizontal movement was activated. The system continued moving with the pt on the table even after the operator released the movement activation button. The operator had to press the emergency stop switch. There were no reported injuries involved in this event. The reported event occured in (B)(6).

Manufacturer narrative:
The table side controls were returned to the factory for further investigation. Log files and a detailed description of the workflow were requested by our experts to conduct analysis. The reported issue is under investigation and a supplemental repot will be submitted once additional information has been received. This report was submitted (B)(4) 2013.